Event description:
Boston scientific received information that there were concerns that this device was depleting prematurely. No changes have been made to the outputs; however, the rates were increased. No adverse patient effects have been reported at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that a data save to disk was performed and sent in for engineering review. With the limited information available, analysis revealed that it appears that the current drain of the device is slightly higher than expected at the documented parameters. A more accurate battery assessment of this device could be performed if a complete memory dump was retrieved and returned for analysis.